Event description:
The surgeon inserted a three piece collamer lens model cq2015 into the pt's eye and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another cq2015 lens no pt injury.